Event description:
Patient was interrogated and high impedance was observed. Patient was referred for full revision. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
High impedance was initially observed in the or. The surgeon disconnected the existing generator and loosened the setscrew and reconnected the lead pin. System diagnostics were performed and impedance was within normal limits. Generator replacement was performed and okay impedance continued to be displayed. No additional relevant information has been received.

Manufacturer narrative:
D. Suspect device ¿ correction ¿ supplemental #01 inadvertently did not change the suspect product to the generator model 1000 as information was received that the pin was not fully inserted and resolved after troubleshooting was performed. F10. Medical device code ¿ correction ¿ inadvertently did not change code to high impedance as it was caused by pin not being fully inserted with no indication of a fracture. F10. Component code ¿ correction - supplemental #01 inadvertently did not change the suspect product to the generator model 1000 as information was received that the pin was not fully inserted and resolved after troubleshooting was performed. H4. Device manufacture date ¿ correction ¿ inadvertently did not update to the MFR date of the m1000. H6. Adverse event problem codes ¿ correction ¿ inadvertently did not update codes in supplemental #01 to reflect the suspect product change as the cause of the high impedance was pin not being fully inserted.